Event description:
Coopervision received a notification of a patient, contact lens wearer, that was treated for acute endophthalmitis problem and was treated at a hospital. Pseudomonas aeruginosa was identified in the lens holder/container. It is reported that the liquid lenses were sent to a lab and have isolated colonies of pseudomonas aeruginosa. Coopervision was made aware of the incident from (B)(6). Attempts to contact the reporter for more information have been made with no reply to date.

Manufacturer narrative:
No lenses were returned. Submission of a report does not constitute an admission that medical personnel or the product caused or contributed to the event.